Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery was intermittently depleting rapidly which resulted in the pump intermittently shutting down. The customer¿s blood glucose ranged from 85 mg/dl to 120 mg/dl. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained.